Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line luer connector of a prismaflex st100 set could not be disconnected and was broken inside allowing leakage during priming. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the cone of the return male luer lock (mll) was broken. The luer damage is the cause of the leak. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.